Event description:
It was reported that the event was a hysterectomy. No signs or symptoms were noted. New illness, injury was noted. Surgical treatment, hysterectomy, (B)(6) 2011, was noted. Patient outcome was resolved without sequelae, resolved date: (B)(6) 2011.

Manufacturer narrative:
Concomitant products: product ID 3037, # serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v590594, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that patient did not have a hysterectomy as originally reported. This was confirmed by the doctor and a note written on source documentation.